Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was loose, revised and put in a thicker insert. Patella had not been resurfaced during original procedure so that was done too.